Event description:
The original complaint received stated that the palmaz blue stent delivery system (sds) could not proceed on the guidewire. Multiple attempts to gather additional patient and procedural information were made and were unsuccessful. One non sterile aviator plus was received for evaluation and testing. The device was received coiled inside a plastic bag. The balloon of the sds was not inflated. The stent was received mounted under balloon in original position. Stent strut uplifted was observed in the distal side of the stent.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received indicated that the palmaz blue stent was not used in the patient. The event occurred while the catheter was being pre-loaded onto the wire. The catheter looked normal when taken from its packaging. There was no difficulty experienced when removing the catheter from its packaging. The product was stored, handled, inspected and prepped according to the IFU. . There was no difficulty flushing the catheter of the sds with saline. The guidewire used was a boston choice floppy and had been used previously in the procedure. There was no damage noticed to the hub of the device. The wire was not obstructed due to a kink in the catheter of the sds. Resistance was felt at the distal tip of the catheter. The same wire was used to treat the lesion with a new catheter. There was no injury to the patient. The target lesion was at the renal artery. The vessel was described as rigorous and curved. Complaint conclusion: the complaint received indicated that a palmaz blue stent delivery system (sds) could not be preloaded onto the guidewire. The device was not inserted into the patient. There was no injury to the patient. The target lesion was at the renal artery. The vessel was described as rigorous and curved. The catheter looked normal when taken from its packaging. There was no difficulty experienced when removing the catheter from its packaging. The product was stored, handled, inspected and prepped according to the IFU. . There was no difficulty flushing the catheter of the sds with saline. The guidewire used was a boston choice floppy and had been used previously in the procedure. There was no damage noticed to the hub of the device. The wire was not obstructed due to a kink in the catheter of the sds. Resistance was felt at the distal tip of the catheter. The same wire was used to treat the lesion with a new catheter. Upon receipt of the device for analysis the distal strut was noted to be uplifted. Fal: one non sterile aviator plus was received coiled inside a plastic bag. The balloon was not inflated. The stent was received mounted under balloon in original position. Stent strut uplifted was observed in the distal side of the stent. No kinks or bent were observed in the returned device. No other anomalies observed in the returned device. A lab sample 0.014" gw was introduced without difficulty at the lumen of the distal tip and the gw did not came out in the lumen transition seal since the gw lumen was obstructed at .7cm from distal tip end. The tip was cut at .7cm from distal tip end and residues of solution saline were found obstructing the gw lumen. Review of lot 15810728 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The failure guidewire lumen obstructed reported by the customer was confirmed since obstruction was detected at .7cm from distal tip end. It is likely that procedural factors contributed to the obstruction as saline solution residue was found to be the cause of obstruction. The confirmed distal strut uplift was not noted by the customer and may have occurred during handling and shipping for product return. The exact cause is unknown. Neither the product analysis nor the manufacturing records review suggests that the difficulty experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken.